Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care provider stating that he does not believe the patient is charging long enough. He further states he met with the patient on 2017 (B)(6) and reviewed charging data. The patient typically does not charge longer than 45 minutes and never reaches full charge.

Event description:
Information was received from a consumer regarding a patient with an implanted neurostimulator (ins) for parkinson's dual. It was reported that the patient's ins was the worst they had and wished they had not gotten the rechargeable model. The ins did not suit them at all and the patient had to continuously charge. They thought something might have happened to the ins as they had to charge twice a day. They thought the ins had a poor circuit and depleted too quickly. They said when the ins charged the bars were working on 4 - which was seldom. The patient tried to use their manual to assist in charging however it was difficult to understand. No patient symptoms or further complications were reported as a result of this event.